Manufacturer narrative:
After further investigation, this complaint was deemed not a reportable event.

Event description:
It was reported that the device does not turn on, the screen is blank and there is no sound. It is unknown if the device was in clinical use. There was no adverse event reported.